Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap.

Event description:
On 24-mar-2022, a spontaneous report from the united states was received via email from a consumer regarding a female (age not provided) consumer who used a thermacare menstrual 8hr heat wrap. Medical history included unspecified pains. Concomitant products were not provided. On an unspecified date, the consumer topically applied a thermacare menstrual 8hr heat wrap (lot number and expiration date not provided) for pain. On an unspecified date and an unspecified time after the consumer applied the heat wrap, she experienced a second-degree burn (not medically confirmed). She had to miss work. Due to the location of the burn, she could not wear clothing. She noted that she had hospital bills because of the event. No further information was provided.